Event description:
During device replacement for normal battery depletion, it was reported that there was loss of pacing. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of pacing problem could not be confirmed. Visual examination and connector block measurements showed all measurements were within specs. The device was received from the field with battery voltage above elective replacement level. After all electrical test were performed including thermal and mechanical stress, the device exhibited normal device characteristics with battery voltage was above elective replacement indicator level. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During device replacement for normal battery depletion, it was reported that there was loss of sensing. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.